Event description:
It was reported that during a laparoscopic splenectomy, the device cut but did not staple. The surgery was converted to an open procedure to finish the case. The pt was given blood due to increased blood loss.